Event description:
Patient in operating room for lc. As camera was placed in trocar, white substance was noted on scope. Upon looking at scope warmer it was noticed the contents had come out of plastic at seam and onto all scopes that were being warmed. Contents of scope warmer are disinfected but not sterile per company. New scope warmer and scopes were opened and used. Old scopes and warmer taken off the field. No harm to patient.